Event description:
Reported due to stent dislodgement. The physician attempted to treat a free perforation of indeterminate size in the left anterior descending (lad) coronary artery using this graftmaster device. Reportedly, attempts at delivering the graftmaster stent through the first stent (taxus 3.0) in the lad bifurcation caused the dislodgement of the unexpanded graftmaster stent in the lad. The stent was not implanted and the perforation was not sealed. The pt went to surgery but the surgical procedure is unk. The pt did not die. Although requested multiple times, no additional info was provided.